Manufacturer narrative:
The device contained no fluid, upon receipt by mentor. White material was observed within the device. No foreign material was observed on the shell surface. During visual examination, mentor product analysis lab observed the device appears intact. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, mentor product analysis lab was precluded from further evaluating the device. No anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. The complaint of deflation was not confirmed since no anomalies were found on the reported device. At this point it is not possible to determine the origin of the white material observed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant product: right-mentor smooth round moderate profile 350cc saline breast implant, catalog number: 3501655, serial number: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a primary breast augmentation with mentor smooth round moderate profile 350cc saline breast implants which the left side deflated after implantation. Patient noted a decrease in the volume of her breast and on (B)(6) 2018, doctor confirmed the presence of deflation. As a result patient underwent bilateral removal and replacement per following: left replaced with catalog number: 3501655, serial number: (B)(4), and right replaced with catalog number: 3501655, serial number: (B)(4) on (B)(6) 2018.

Manufacturer narrative:
On (B)(6) 2018, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).